Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the main body and twist clamp. The reported condition was verified. The cause of the separation could not be determined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials, possibly causing damage to the occluder legs separating the main body from the twist clamp. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist clamp (sleeve) and the main body of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set has been used for about forty (40) days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.